Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 500 mg/dl. Customer treated their high blood glucose via insulin pump. Customer declined to troubleshoot for high blood glucose levels and advised their blood glucose levels had been high for two to three weeks. Customer advised the insulin pump was cracked and had a dark spot on the corner. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.